Event description:
This is a case report received on (B)(6) 2009 by baxter (B)(4) from a nurse. It was reported that on an undefined occurrence date, a baxter minicap extend life transfer set ((B)(4) lot h08k17038) was found with a broken integrated clamp. According to the reporter, after being connected the patient found that the clamp was broken. Then the patient went to the service of nephrology for a check up. The set has been changed after rinsing. (B)(6). The reporter stated that there was no suspicion of peritonitis. There is no clinical consequences reported for the patient. One unit is impacted. The sample is available for analysis.

Manufacturer narrative:
(B)(4). Baxter received one used set with cap on dark blue connector attached and no cap on patient connector (no titanium adapter returned). Functionally hand tightened a (B)(4) lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted. Set was visually inspected and noted that both of the occluder feet was broken at the top. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible over-torking. The reported condition was confirmed in the lab.